Event description:
It was reported that the customer was hospitalized for high blood glucose. It was stated that the customer have experienced high glucose for about three weeks. The infusion set was removed and found that the cannula was bent. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.